Manufacturer narrative:
The customer replaced motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that an overcharge voltage protection (ovp) failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp failure had occurred. The remote service engineer (rse) advised the customer to replace the motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number of the mc pcba to order and replace. Device evaluation and repair are pending.